Event description:
It was reported that a pump alarmed constantly for an upstream occlusion. The customer stated that the device was in the facilities surgical unit when the alarm was observed. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. Review of the device history log confirms that the pump alarmed for an upstream occlusion on multiple occasions. The evaluation was unable to reproduce a constant upstream occlusion alarm during testing. Further evaluation determined that the constant alarm was caused by a cracked upstream sensor assembly. The upstream sensor has been replaced.